Manufacturer narrative:
The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation and the product identification necessary to review the specific manufacturing history was not provided. The sub-olive wire is manufactured with implant grade material. The most likely cause of the wire breaking is unable to be determined based on the information provided. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The investigation is ongoing and the company will supplement this MDR as necessary and appropriate. Device discarded.

Event description:
A product clinical specialist attending a surgery on (B)(6) 2016, reported that the tip of an olive wire broke in the patient's bone while the surgeon was reversing the wire. The tip of the wire was retained in the patient's bone. There were no other patient outcomes reported and the surgery proceeded without delay.